Manufacturer narrative:
As per inspection of the unit by service engineer, steve owens, both sides of the table top to the magnet bore were found to be in compliance with the applicable general safety standard for medical devices iec 60601-1. The safety section of the magnetom symphony syngo mr system manual provides the user with special warning to avoid injuries when moving the table top. Report completed on (B)(6) 2011.

Event description:
Patient was positioned for a scan feet first with arms to side. The patients right hand was positioned on the right side of the table gripping the table. As operator moved the table, the patient's right small finger became pinched between the bore and the table causing a fracture.